Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected driveline damage resulting in a driveline fault could not be confirmed through this evaluation as heartmate ii left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. The patient underwent a pump exchange on (B)(6) 2020 due to suspected driveline damage. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. These documents also outline all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 05jul2016 via customer order (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump exchange due to a driveline fault.